Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that a lead revision was scheduled for feb-04. It was later reported that the revision occurred as planned and the old leads were explanted and new leads were placed. A manufacturing representative (rep) was going to see the patient for a post-op appointment on feb-09. It was noted that the explanted devices would not be returned to the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Lead migration after revision issue captured in separate pe]

Event description:
It was reported that the left lead migrated from the top of t9 to bottom of t9 and the right lead migrated from the top of t9 to mid t10. The migration happened sometime between closing at surgery and 4 days later at his post-op appointment. X-rays confirmed the migration and reprogramming were performed, and the patient would like to proceed with a lead revision but not surgery had been scheduled yet. The patient¿s pain was in his low back and the manufacturing representative was only able to get stimulation to his legs due to the migration. The patient was alive with no injury at the time of this report. 11 days later, it was reported that the lead revision had not been done and it had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.